Manufacturer narrative:
Our quality engineer inspected the 2 opened and used samples as well as 50 unopened samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the samples showed that one of the used samples experienced leakage at the union site of the tubing and fitting luer. This sample had no additional devices connected to it. The other used sample had a grey catheter attached to it, but the sample passed the leakage testing with no failure observed. All the 50 unopened samples passed the leakage testing as well. Bd determined that the cause of the failure is possibly related to our supplier¿s process. Our supplier performed an investigation and confirmed the failure was a result of their process. There was a small pinhole on the affected sample when viewed under a microscope. It is believed that the hole was formed by the use of excessive bonding solvent, which caused corrosion and damage to the tubing. Our supplier has decided to increase the sample size of their air leakage testing and to perform additional training with their manufacturing personnel on the observed failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
Our quality engineer inspected the 2 opened and used samples as well as 50 unopened samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the samples showed that one of the used samples experienced leakage at the union site of the tubing and fitting luer. This sample had no additional devices connected to it. The other used sample had a grey catheter attached to it, but the sample passed the leakage testing with no failure observed. All the 50 unopened samples passed the leakage testing as well. Bd determined that the cause of the failure is possibly related to our supplier¿s process. Our supplier has been notified of the failure observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ext set 15cm small bore spin nut leaked the following information was provided by the initial reporter; dear partner, I am sending new complaint form for product with ref:(B)(4). The complaint was filed by the (B)(6) hospital again as they don't agree with closure of complaint investigation report :number: (B)(4). Would you be so kind and notice us how to proceed. The hospital pharmacy has received multiple complaints regarding product 385151 (q-syte ext.set micro 6" a50) with the explanation that they have detected leakage at the point where the tube of the ext.set connects to the luer lock connector made of a harder plastic (on the IV cannula site). When injected with slightly greater force or speed, and/or if the infusion continued for an extended period, a droplet of liquid appeared at the point between the tube and the plastic luer lock connector.